Manufacturer narrative:
D5: operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon testing, after grabbing a brand new trach out of the trach bag, the cuff was found defective and would not inflate. There was no patient involvement and no harm.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one sample is used condition was returned for investigation. During visual inspection no damage or other defects were detected on the sample. Functional testing found the sample was inflated with the use of a syringe to detect any problem in the inflation system. The sample works as expected. The complaint could not be duplicated or confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. This issue will continue to be monitored and further actions taken accordingly.